Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the spd department found, upon pulling cases, that a few of the tubes had black dots on them (not all packages). Additional products under another reference number were also noted to have black dots along the tubing. It was further reported that ref (B)(4) had these black dots.